Event description:
My daughter was sick on (B)(6) 2021 I gave her a binaxnow at home test it was positive I took her to (B)(6) to have a lab test done it took two days and came back also positive. We had her quarantined in her room and a separate bathroom. (We= vaccinated husband) I was also feeling pretty crummy so I bought the quickvue test at (B)(6) I did the test exactly as though directions stated. It was immediately positive. I am immuno compromised due to ra medications. I am mediately called my rheumatologist who took me off of my medication to hopefully get my immune system up quickly. We let up and became more lenient with my covid positive daughter because we figured I had it and my husband is vaccinated. The next day (B)(6) I went to (B)(6) and also had a lab test done a day and a half later it was negative. I took it the second quickvue test in the box that day again I follow the directions exactly and it was also positive. I thought maybe I didn't take the (B)(6) test correctly or that for some reason I got a false negative I went back to (B)(6) had them instruct me on how to use the test had them watch me to make sure I performed correctly and on (B)(6) I also received a negative result. Now that I have allowed my covid positive daughter to come out of her room around me believing that I also had it along with her boyfriend being positive from her. I'm probably going to end up with covid that could've been avoidable if this at home test would have been accurate. I can understand false negatives I can't understand a false positive it actually detecting covid falsely but what I don't understand even more is to false positives. This product needs taken off the shelves. I am going to be really mad if I end up with covid in a couple days because of 2 false positives with this product. FDA safety report ID# (B)(4).